Event description:
It was reported that the right ventricular lead exhibited non-sustained noise oversensing. The patient did not receive inappropriate therapy as a result of the oversensing. No resolution was taken. There were no patient consequences.